Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with extensive lysis of pelvic, abdominal adhesions, bso, abdominal sacrocolpopexy, birch retropubic urethral colporrhaphy, paravaginal repair and cystoscopy.

Manufacturer narrative:
It was reported that mesh was implanted to treat vaginal vault prolapse. It was also reported that following insertion the patient experienced pain, extrusion and recurrence. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.